Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on an unknown date in 2014, the patient presented with a failed upper arm fistula in the basilic vein and underwent treatment utilizing a gore® acuseal vascular graft as an interposition graft. On an unknown date in 2016, the patient received a kidney transplant obviating patient need for dialysis. The gore® acuseal vascular graft was no longer utilized for dialysis access. On an unknown date in 2020, the patient noticed what is suspected as a pseudoaneurysm formation around the gore® acuseal vascular graft. On (B)(6) 2021, a dissection down to the graft was performed. A pseudoaneurysm was confirmed and a 7mm circular ¿hole¿ in the gore® acuseal vascular graft was observed. The graft was ligated and a section of the graft where hole and pseudoaneurysm presented was excised. Further information has been requested but has not been made available at this time.

Manufacturer narrative:
H6: investigation findings updated to code 213 - no device problem found. Engineering/explant evaluation: the identity of the returned device is consistent with the device described in the case. The condition of the returned device is consistent with the case description. The reported failure mode is consistent with the condition of the received device. The examination found no anomalies attributable to the manufacture of the device. A segment of a gore® acuseal vascular graft grossly appeared to possess a large transmural disruption associated with thrombus. Adjacent to this disruption was a large dilatation. The abluminal surface of the graft, along with the edges of the transmural disruption, were covered in thin, light tan tissue that was firmly adherent to the graft surface indicating chronicity of the implant and the disruption. Tissue was attached to one end of the vascular graft by sutures and was determined to be an anastomotic site. It was difficult to definitively determine if this tissue was vein or artery due to the extent of tissue degeneration, necrosis and remodeling. However, based on gross appearance, it is presumed to be venous vasculature. The graft was subjected to an enzymatic digestion process to remove biologic debris. Following digestion, the graft was examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with handling or manufacturing process at w.l. Gore & associates. The disruptions are consistent with a surgical procedure and cannulation of a graft used for hemodialysis. The areas of severe disruption resulting in holes in the graft material were situated in the side and back wall regions of the graft. This is indicative of multiple perforations that extended through the lumen of the graft and out the opposite wall. The severity of the holes in the graft material are likely a combination of potential factors which could include suboptimal cannulation techniques, tissue growth (e.g., healing response), mechanical actuation (e.g., flexing of the elbow) and/or a revascularization procedure (e.g., ballooning, thrombectomy). Gore® acuseal vascular graft IFU statement for vascular access procedures: patients should be carefully monitored when using gore® acuseal vascular graft for vascular access. Puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may lead to disruption of the graft material or formation of a perigraft hematoma or pseudoaneurysm. G3/g4: corrected combination product to "yes" and added PMA/510(k) number.